Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the messages/motor stalls was not determined. There were no environmental/external/patient factors that may have caused or contributed to the messages/motor stalls. Actions /interventions taken included oral medication. It was noted the pump was permanently stalled. Regarding the patient being in and out of the hospital it was noted this was not related to the device or therapy. The patient¿s weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (13 mg/ml at 2.79 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the hcp interrogated the pump and saw the message, "loss of therapy, possible pump damage" as well as service code 99 and an alert for pump motor stall, service code 100. The pump logs showed multiple motor stalls and motor stall recoveries with the most recent on (B)(6) 2021 with no recovery. The hcp stated that the patient has not had any magnetic resonance imaging (MRI) or other known electromagnetic interference (emi)/magnetic exposure at the time of the motor stalls. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included that patient had been in and out of the hospital but not lately. There were orders given to shut the pump down permanently. Password and instructions on programming pump off were provided. No symptoms/patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.